Manufacturer narrative:
(B)(4). Batch # r94p6a. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a sigmoidectomy plus hepatectomy surgery, tissue pad was found melted after four hours operation time on sigmoidectomy part. A new device was opened to continue the hepatectomy part. One hour later, the tissue pad of the second device was found melted too. The distal part of the pad was found detached from the jaw. Another device was opened to continue the remaining surgery. There were no adverse consequences for the patient.